Manufacturer narrative:
Interim containment actions: preliminary inspection of the subject battery and verification of the traceability data from the manufacturing process. Data did not indicate potential root cause of the problem. Inspection and functional test of the pocketecg transmitter (type: pecgt-iii, s/n: (B)(6)) and pocketecg battery charger (type: pecgc-iii, s/n: (B)(6)) being in service with the subject battery, had been performed. Both devices were found to work properly. Verification of battery design. 55 samples of the complete battery and battery cells will be subjected for tests according to test program described in laboratory data package 150804_swollen_battery_p3. All tests were completed with positive result

Event description:
The distributor has returned to the manufacturer one swollen li-ion battery with following information: one of the distributor's employee kept the battery and charger in his office. After certain amount of time he noticed that the battery is swollen. The distributor never reported the problem with subject battery before. There was no reported patient involvement or adverse patient impact. The battery was manufactured in june 2014 and initial verification of the traceability data from the manufacturing process does not indicate potential root cause of the problem. Further analysis has been described in section h.